Event description:
It was reported that patient had a chronic methicillin-resistant staphylococcus aureus (mssa) and pseudomonas driveline infection and had been on keflex and cipro. The onset date of the infection was 27aug2020. The patient was started on intravenous (IV) cefepime (B)(6) 2022 and then underwent surgical debridement in the operating room on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.